Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an occlusion was observed in the inner channel of the scope and the physician was unable to pass anything through the biopsy channel. When the scope was removed from the patient, a sponge from the biopsy cap was found lodged inside the working channel. A new scope was used and the procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the complaint device found the foam (sponge) had been separated from the rx biopsy cap. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu)/product label. The dfu states: " to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope¿s working channel.¿ in this case, the customer reported that a water soluble lubricant was not applied to the top of the biopsy cap. Because this step was not followed during the procedure, it is highly possible that this caused friction/resistance during the use of the device, causing the sponge of the rx biopsy cap to detach. Therefore, the most probable root cause is "user/use error", since the reported failure was caused due to an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an occlusion was observed in the inner channel of the scope and the physician was unable to pass anything through the biopsy channel. When the scope was removed from the patient, a sponge from the biopsy cap was found lodged inside the working channel. A new scope was used and the procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.